Event description:
Siemens medical solutions USA, inc. Was notified on may 28, 2024, of a siemens customer service engineer injury that occurred on (B)(6) 2024. Allegedly, the engineer sustained a finger injury that required surgical intervention while servicing the device contrary to the service instructions. The service engineer was troubleshooting the system trying to isolate a noise related to the pulley belt. The service engineer placed their finger too close to the belt, which allowed contact between his finger and the moving belt, and causing the injury. No labeling or product defects were found. The described event cannot cause injury to patients or operators in a clinical setting.